Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the device did not seal the vessel and the device did not activate when keyed. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a gastric sleeve procedure, three attempts were made to seal, but the device did not seal. It was reported that they cut the tissue and it still bled. The ft10 did not give any sort of regrasp alarm or error message, there was no energy delivery, but there was end tone heard. After the third time, they replaced it with another lf1944 on the same ft10 and it worked fine. It was also reported that the device was cleaned once or twice and the issue happened in the beginning of the case in which the device did not activate. There was no excessive blood loss and no injury to the patient.